Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned implants impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7045-90, lot# i0501, manufactured 06/27/13, expires 2018-04; ifuse implant, p/n 7050-90, lot# i0505, manufactured 06/27/13, expires 2018-03; ifuse implant, p/n 7055-90, lot# i0507, manufactured 07/03/13, expires 2018-03.

Event description:
In (B)(6) 2013, the patient underwent si joint fusion where three ifuse implants were placed. The patient reported radiating leg pain following the procedure. In (B)(6) 2014, a new surgeon performed a revision surgery where he removed all of the implants. The status of the patient following the procedure is unknown at this time.